Event description:
It was reported that the patient presented to the ER with a slow heart rate and feeling unwell. Loss of capture was noted. The patient became asystolic and was intubated. Shortly after, the patient went into vf. The first shock delivered by the device failed to convert the patient. The patient then reverted to sinus spontaneously while the device was charging. The device was reprogrammed to achieve capture. Review of device data showed a sudden rise in pacing lead impedance coinciding with the increase in capture threshold, 2 months earlier. The lead was capped. Patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.